Event description:
Md deployed the angioseal, and it "mal-deployed." Per md. Md stated that the collagen "foot" went into pt's left femoral artery. The "foot" goes into the pt before the collagen plug goes in and is meant to hold the collagen plug in place. But the collagen plug did not deploy. He stated this means now the "foot" is floating down the pt's left leg and could cause a blockage of an artery in the pt's left leg. As of now, the neurovascular checks/pulses of the pt's left leg are normal and palpable. However, pt will need continuous monitoring of left leg until the time that the collagen "foot" dissolves. Device given to vendor by staff.